Event description:
A healthcare professional reported that the shaft of an orbit galaxy (product code: 640cf0510, lot number: unknown) broke. There was no patient injuries reported.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. Section d2b ¿ procode: krd/hcg. Section d4 - UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b3, b4, b5, d4, g3, g6, h2, h4, h6 and h11. Section b5: additional information was received on 27-mar-2026 indicating that the correct event date was 09-mar-2026. The lot number for the device involved was 31577257. There was no prepping difficulty. The device was not advanced or withdrawn against resistance. The damage occurred during the prepping process. However, it was also reported that the coil was used in the patient and was successfully implanted, and no additional intervention was required to remove the coil (pending clarification). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.